Manufacturer narrative:
(B)(4). The medwatch ID# is 1222315-2019-00867.

Event description:
The clinician reported that 1 year/3 months after the dental implant was placed in ada site 10 in the patient's mouth, the implant lost osseointegration. The clinician noted the patient's bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.